Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient in her twenties who had essure (batch no. B97492) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included nickel sensitivity and spotting vaginal. Concurrent conditions included obesity, malignant neoplasm of cervix uteri, uterine fibroid, endometriosis, rash on leg, pruritus generalised, coughing, sneezing, sleep maintenance insomnia, nausea, hemosiderosis, blood loss of (nos), chronic cervicitis, endometrial hyperplasia, cyst ovary, hepatosplenomegaly and nephrolithiasis. Concomitant products included cefazolin sodium (ancef), medroxyprogesterone acetate (depo-provera) and propofol (anesthesia s/I 60). On (B)(6) 2014, the patient had essure inserted. In august 2014, the patient experienced bladder disorder ("bladder disorder"), urinary tract disorder ("urinary tract disorder") and allergy to metals ("nickel allergy"). In november 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), dizziness ("dizzy/lightheaded"), abdominal distension ("bloated"), arthralgia ("hips pain") and abdominal pain ("abdominal pian") and was found to have weight increased ("weight gain"). In august 2018, the patient experienced pruritus ("itchiness in my legs"), rash ("facial rash"), migraine ("migraines / headaches") and fatigue ("fatigue"). On an unknown date, the patient experienced headache ("headaches"). The patient was treated with naproxen sodium (aleve tablet) and surgery (hysterectomy with bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, abdominal pain and headache was resolving and the pruritus, rash, bladder disorder, urinary tract disorder, migraine, allergy to metals, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, weight increased, dizziness, abdominal distension and arthralgia outcome was unknown. The reporter considered abdominal distension, abdominal pain, allergy to metals, arthralgia, bladder disorder, dizziness, dysmenorrhoea, dyspareunia, fatigue, headache, migraine, pelvic pain, pruritus, rash, urinary tract disorder, vaginal discharge and weight increased to be related to essure. The reporter commented: approximately 6 rings of the device were out throughout the ostia. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.6 kg/sqm. Computerised tomogram abdomen - on (B)(6) 2018: total bilateral occlusion. Pathology test - on (B)(6) 2019: uterus with attached cervix, bilateral fallopian tubes and ovaries showing chronic cervicitis with nabothian cysts, proliferative endometrium, a few foci of simple endometrial hyperplasia with mild cytologic atypia. Intramural leiomyoma. Cystic follicles of both ovaries and capsular adhesions of both ovaries. Ultrasound pelvis - on (B)(6) 2018: 1.7 cm uterine fibroid and tubal occlusion devices in place. Mild multi cystic change in both ovaries. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, dysmenorrhea, dyspareunia, fatigue, abdomen distension, dizzy/lightheaded and nickel allergy. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc.(product technical complaints) we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient in her twenties who had essure (batch no. B97492) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included nickel sensitivity and spotting vaginal. Concurrent conditions included obesity, malignant neoplasm of cervix uteri, uterine fibroid, endometriosis, rash on leg, pruritus generalised, coughing, sneezing, sleep maintenance insomnia, nausea, hemosiderosis, blood loss of (nos), chronic cervicitis, endometrial hyperplasia, cyst ovary, hepatosplenomegaly and nephrolithiasis. Concomitant products included cefazolin sodium (ancef), medroxyprogesterone acetate (depo-provera) and propofol (anesthesia s/I 60). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced bladder disorder ("bladder disorder"), urinary tract disorder ("urinary tract disorder") and allergy to metals ("nickel allergy"). In (B)(6) 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), dizziness ("dizzy/lightheaded"), abdominal distension ("bloated"), arthralgia ("hips pain") and abdominal pain ("abdominal pian") and was found to have weight increased ("weight gain"). In (B)(6) 2018, the patient experienced pruritus ("itchiness in my legs"), rash ("facial rash"), migraine ("migraines / headaches") and fatigue ("fatigue"). On an unknown date, the patient experienced headache ("headaches"), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and dermatitis allergic ("rash/skin condition"). The patient was treated with naproxen sodium (aleve tablet) and surgery (hysterectomy with bilateral salpingo-oopherectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, migraine, dysmenorrhoea, dyspareunia, fatigue, weight increased, dizziness, abdominal distension, abdominal pain and headache had resolved and the pruritus, rash, bladder disorder, urinary tract disorder, allergy to metals, vaginal discharge, arthralgia, menorrhagia and dermatitis allergic outcome was unknown. The reporter considered abdominal distension, abdominal pain, allergy to metals, arthralgia, bladder disorder, dermatitis allergic, dizziness, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, pelvic pain, pruritus, rash, urinary tract disorder, vaginal discharge and weight increased to be related to essure. The reporter commented: approximately 6 rings of the device were out throughout the ostia. Plaintiff received treatment for:pelvic pain, abdominal pain, dysmenorrhea (cramping), dyspareunia, menorrhagia, nickel allergy, vaginal discharge, fatigue, migraine, headaches weight gain, dizzy/lightheaded. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.6 kg/sqm. Computerised tomogram abdomen - on (B)(6) 2018: total bilateral occlusion. Pathology test - on (B)(6) 2019: uterus with attached cervix, bilateral fallopian tubes and ovaries showing chronic cervicitis with nabothian cysts, proliferative endometrium, a few foci of simple endometrial hyperplasia with mild cytologic atypia. Intramural leiomyoma. Cystic follicles of both ovaries and capsular adhesions of both ovaries. Ultrasound pelvis - on (B)(6) 2018: 1.7 cm uterine fibroid and tubal occlusion devices in place. Mild multi cystic change in both ovaries. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, dysmenorrhea, dyspareunia, fatigue, abdomen distension, dizzy/lightheaded and nickel allergy. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 22-nov-2019: pfs received: new events "menorrhagia (heavy menstrual bleeding), rash/skin condition" were added. Outcome of event " pelvic pain, abdominal pain, dysmenorrhea (cramping), dyspareunia, fatigue, migraine, headaches weight gain, dizzy/lightheaded, abdominal distension' were updated to "recovered/resolved". We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient in her twenties who had essure (batch no. B97492) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included nickel sensitivity and spotting vaginal. Concurrent conditions included obesity, malignant neoplasm of cervix uteri, uterine fibroid, endometriosis, rash on leg, pruritus generalised, coughing, sneezing, sleep maintenance insomnia, nausea, hemosiderosis, blood loss of (nos), chronic cervicitis, endometrial hyperplasia, cyst ovary, hepatosplenomegaly and nephrolithiasis. Concomitant products included cefazolin sodium (ancef), medroxyprogesterone acetate (depo-provera) and propofol (anesthesia s/I 60). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced bladder disorder ("bladder disorder"), urinary tract disorder ("urinary tract disorder") and allergy to metals ("nickel allergy"). In (B)(6) 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), dizziness ("dizzy/lightheaded"), abdominal distension ("bloated"), arthralgia ("hips pain") and abdominal pain ("abdominal pian") and was found to have weight increased ("weight gain"). In (B)(6) 2018, the patient experienced pruritus ("itchiness in my legs"), rash ("facial rash"), migraine ("migraines / headaches") and fatigue ("fatigue"). On an unknown date, the patient experienced headache ("headaches"). The patient was treated with naproxen sodium (aleve tablet) and surgery (hysterectomy with bilateral salpingo-oopherectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, abdominal pain and headache was resolving and the pruritus, rash, bladder disorder, urinary tract disorder, migraine, allergy to metals, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, weight increased, dizziness, abdominal distension and arthralgia outcome was unknown. The reporter considered abdominal distension, abdominal pain, allergy to metals, arthralgia, bladder disorder, dizziness, dysmenorrhoea, dyspareunia, fatigue, headache, migraine, pelvic pain, pruritus, rash, urinary tract disorder, vaginal discharge and weight increased to be related to essure. The reporter commented: approximately 6 rings of the device were out throughout the ostia. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6). Computerised tomogram abdomen - on (B)(6) 2018: total bilateral occlusion. Pathology test - on (B)(6) 2019: uterus with attached cervix, bilateral fallopian tubes and ovaries showing chronic cervicitis with nabothian cysts, proliferative endometrium, a few foci of simple endometrial hyperplasia with mild cytologic atypia. Intramural leiomyoma. Cystic follicles of both ovaries and capsular adhesions of both ovaries. Ultrasound pelvis - on (B)(6) 2018: 1.7 cm uterine fibroid and tubal occlusion devices in place. Mild multi cystic change in both ovaries. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, dysmenorrhea, dyspareunia, fatigue, abdomen distension, dizzy/lightheaded and nickel allergy. Most recent follow-up information incorporated above includes: on 8-aug-2019: pfs and medical record received. Following events were added: itchiness in my legs, facial rash, bladder disorder, urinary tract disorder, migraines/ headaches, nickel allergy, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), vaginal discharge, fatigue, weight gain, dizzy/lightheaded, bloated, hips pain, abdominal pain and headaches. Lot number and date of explant were added. Event injury was updated to pelvic pain. Reporter information, medical history, concomitant, treatment drug and lab data were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.